Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that there was a force sensor bridge test error, and the battery cover was not holding during testing. There was no patient involvement.

Manufacturer narrative:
One device was received for analysis. The service history review identified no services in the past 12 months. Visual inspection was performed. The customer¿s issue was verified when reviewing the devices¿ alarm history. The root cause of the issue was a failing force sensor. The plunger pcb and force sensor were replaced to correct the issue. In addition, the plunger cable, lead screw and clutches were also replaced for preventive maintenance. The device was recalibrated and tested passing all performance verification testing.